Event description:
It was reported that they were getting an error message, which lost the images. This caused the patient to have the exposure repeated. It was determined that the generator needed to be replaced; once this was done, the unit is working as intended.